Manufacturer narrative:
D6 explant date: unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia. The patient had poor flow down the right leg and a mottled foot, systemic heparin was started. Additionally, the patient had a consultation with gastroenterology for some bleeding in the gastric tube, the gastroenterologist indicated to closely monitor the bleeding. The patient remained on impella support and was successfully weaned.